Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for sleeve separation was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode of sleeve separation based on a returned photo. Bd determined that the root cause of the indicated failure mode was attributed to the sleeve not being fully seated on the non-patient cannula. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter the sleeve fell off. The following information was provided by the initial reporter. The customer stated: "the sleeve was separated."